Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, a review of the black box showed no evidence of short battery life. Multiple replace battery alarms were observed on 12/15/2013 as a result of the use of partially discharged batteries. The battery cap threads were found to be stripped; the cap was unable to fit securely to the pump. A test cap was used during testing. The battery compartment showed no damage. The pump currents were found to be within specifications. No intermittent condition was found to the power circuit. The short battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump had a battery life that was shorter than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.